Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0862 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(6) 2020. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 438 mg/dl at the time of incident and the current blood glucose level was 214 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege pump was under delivering because customer was unable to control blood glucose. The auto mode was not active. The insulin pump will be returned for analysis.